Event description:
The customer reported the ventilator backup battery failed during testing with an alarm. The device was not in use on a patient. The manufacturers field service engineer (fse) confirmed the reported problem. Fse reported unit would not function on battery power. Fse replaced the backup battery to address the reported problem. Final applicable testing was completed per operating specifications.